Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powers itself off. This occurred during use with a patient. There were no reports of an adverse effect to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control received the following patient information from the customer and this should have been included in the initial MDR: (patient identifier) indicates: b)(6). (Gender) indicates: male (weight) indicates: 220 lbs (date of event) indicates: (B)(6) 2019 the reported issue was observed while monitoring the patient. There were no adverse events to the patient due to the reported issue.

Event description:
The customer contacted physio-control to report that their device intermittently powers itself off. This occurred during use with a patient. There were no reports of an adverse effect to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control downloaded and reviewed the device's electronic records, which verified the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device intermittently powers itself off. This occurred during use with a patient. There were no reports of an adverse effect to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.